Event description:
Info reported to davol: (B)(6) 2002 - the pt was implanted with mesh for hernia repair. On (B)(6) 2011 - the pt underwent surgery that revealed a fistula and lead to partial bowel and approx 90% mesh removal.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the event. We have contacted the initial reporter to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. It was reported that the pt developed a fistula, which is stated as a possible adverse reaction in the product's instructions for use. Additionally, no product has been returned and no specific product problem been reported. Without additional info, no conclusion can be drawn.